Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was one of the right plunger case had a piece broken off and left plunger case screw mount was cracked. During start-up, inspection and multiple flow and occlusion testing, the reported issue couldn't be duplicated on travel course error but there was damage on plunger case. The root cause of the reported issue was found to be that the customer released the pumps clutch and manually moved the plunger head during a programmed infusion. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that there was a travel reverse error and top case of syringe plunger driver is broken. No patient injury was reported.